Event description:
Spouse took pt's blood glucose at 10:00 and received a result of 291mg/dl and dosed 8 units of humalog. At 3:30 am the pt woke up spouse, pt was sweating and incoherent and lethargic. The spouse tried to give orange juice, and glucose paste but the pt did not consume. Spouse gave pt a shot of glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.